Event description:
It was reported that the patient ams 800 artificial urinary sphincter was removed and replaced with a new one due to recurring incontinence. Additional information received stated that the patient experienced a suspected atrophy.